Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced inaccurate cgm values 1 day after the sensor was inserted in the abdomen. The patient was sleeping; her husband woke up to feed the baby at night and she did not wake up to the baby's sounds. Her husband noticed she was sweating while in bed; she woke up a bit and went into a seizure that lasted about 10 minutes. The husband called while she was having a seizure. Ems (emergency medical service) arrived and attempted to give her oral glucose, but they could not since her jaw was clenched. They administered an im (intramuscular) injection glucose gun, and a bag of IV dextrose. The patient´s oxygen levels were low due to the seizure; therefore, the ems placed her on oxygen mask so the oxygen levels could rise. At the time of the report the patient was experiencing severe headache and felt more energetic; she was tired all day; her body was exhausted for 2 days from the seizures. She was experiencing mental exhaustion and was not sleeping well due to the mental trauma. At an unspecified time of the event the cgm was reading 5.0 mmol/l and the blood glucose reading was 1.2 mmol/l. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.